Event description:
It was reported that a device fragment detachment occurred during a transfemoral transcatheter aortic valve replacement (tavr) procedure. A 14f isleeve introducer sheath was used for vascular access, and a 25mm acurate prime valve was deployed. During final release, the valve embolized into the aorta. A valve-in-valve procedure was attempted using a non-(B)(6) valve, but a fragment of the isleeve sheath was found attached to the valve system during insertion. The non-(B)(6) valve and fragment were released in the abdominal aorta, where the sheath fragment remained anchored in the patient's anatomy. A second non-(B)(6) valve was successfully implanted, followed by balloon post-dilatation to reduce a paravalvular leak. The patient remained stable, no complications or further interventions were reported, and the patient was discharged four days later. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).